Event description:
My monarc mesh sling was implanted by dr (B)(6), md, mba; (B)(6), several years ago. The device did not solve my serious urinary incontinence. In fact, my symptoms are worse and I have a great deal of pain and discomfort. I have also had several urinary tests which showed evidence of blood. Dr (B)(6) suggested that he can "go back in" and tighten the sling, but since I lost my health insurance, he was unwilling to do the repair. If you have any advice as to how to manage this claim, I would appreciate it. Many thanks, (B)(6).